Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the device passed functional testing; however the setscrew was backed out too far. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that when the doctor was using the torque wrench to tighten lead to battery, the screw did not tighten down on the lead. The lead was never secured to this battery. We had to use a different battery to connect to the lead to be successful. The doctor pulled the lead out of the battery and reinserted into battery, pressed the torque wrench down on battery screw and turned until their was a "click". Tried it a couple times but it never worked. The cause was unknown. The issue was resolved.